Event description:
A patient previously implanted with the evoke spinal cord stimulation (scs) system reported experiencing a shock after starting therapy. The patient was reprogrammed into an open-loop program to continue therapy. A revision was performed to resolve the issue. The patient was receiving closed-loop therapy post-procedure.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation, date returned to manufacturer. The cls was returned for analysis and passed all functional testing without noted issue. The device was able to be programmed into closed loop and maintain current, with all impedances in range. Log files were review and confirmed events of signal clipping without interruption of therapy. The cause of the signal clipping was not conclusively identified. The cause of the event as reported was not established.